Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had exhibited intermittent loss of capture (loc) at programmed outputs per clinic. High pacing threshold and impedance measurements were within normal range however there have been non-sustained ventricular tachycardia events with noise was noted. The left ventricular (lv) lead was reportedly high in pacing threshold measurement. A revision or surgical intervention was planned to revise leads and replace crt-d. To date, the crt-d was explanted and the rv and lv leads remain in service. No adverse patient effects were reported. Additional information from the field representative indicates that the proximal rv lead looked worn with no evidence of fracture or insulation upon fluoroscopy. This rv lead exhibited high pacing threshold and some noise. Asystole was noted with greater than 2 seconds. The rv lead was clipped off distal to the yoke and tied off. A new crt-d and rv lead were replaced successfully. The lv lead had dislodged as also shown in fluoroscopy along with high pacing threshold and loc. An lv lead extraction was attempted with the use of a stylet but was unsuccessful. An epicardial lead replacement was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual observation of the lead was performed and noted a proximal segment only returned. The set screw mark noted on all terminal connectors. This lead passed all continuity tests. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This lead was clinically out of specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.